Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the thread and needle disengaged. Another suture from the same lot was used to resolve the issue in order to complete the case. There was no patient involvement.